Event description:
It was reported that the patient experienced unspecified issue with ams 700 cx inflatable penile prosthesis (ipp). The old ipp reservoir was removed and replaced with new one. Further information was requested and not yet received.